Manufacturer narrative:
(B)(4).

Event description:
It was reported " failed iab". Additional informaiton states that the iab catheter was removed and was initially not replaced. The patient needed placement of a second iab the next day, which was inserted into a different insertion site. During the placement of the second catheter the cusomer reported "after a second balloon placed, they experienced "helium loss alarms" immediately and rewired the balloon and placed a non-fiber iab to which they attached to a [competitior] pump. The third catheter was inserted into the same insertion site as the second. Please see associated MDR#: 3010532612-2025-00542.

Manufacturer narrative:
(B)(4) the serial number on the returned sample is (B)(6). Returned for investigation was a 50cc 8fr fiberoptix ultra (sc) intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in the ups shipping box and was in a sealed bio-hazard bag. Upon return, the teflon sheath was noted on the iabc. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Upon further visual inspection, a gap was noted between the iabc metal luer and bifurcate. Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the iabc helium pathway. The fos (sc) connector was examined. The fos white connector was properly seated in the blue clamshell housing. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The custom-ER submitted video was reviewed. In the video, the user performed the leak test after the iabc was removed from the patient. During the leak test, an external leak was noted from the connection point between the iabc metal luer and bifurcate. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The fos (sc) connector was connected to the iabp and the iabp zeroed the iabc. The pump status displayed "ok" indicating the fiber is fully intact. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. An external leak was immediately detected from the previously noted gap between the iabc metal luer and bifurcate. Upon further checking, the metal luer was noted loose within the iabc bifurcate and was noted sep-arated due to the insufficient bond. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "helium loss alarms" is confirmed. During the complaint investigation, a gap was noted between the iabc metal luer and bifurcate. During the leak test, an external helium leak was confirmed from gap between the iabc metal luer and bifurcate, which resulted in the helium loss alarm and caused the reported complaint. Furthermore, the metal luer was noted separated from the iabc bifurcate due to the insufficient bond. No other leaks were noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the metal luer separation from the bifurcate. The probable root cause of the complaint is manufacturing related. A non-conformance has been initiated to further investigate the issue.

Event description:
It was reported " failed iab". Additional information states that the iab catheter was removed and was initially not replaced. The patient needed placement of a second iab the next day, which was inserted into a different insertion site. During the placement of the second catheter the customer reported "after a second balloon placed, they experienced "helium loss alarms" immediately and rewired the balloon and placed a non-fiber iab to which they attached to a [competitior] pump. The third catheter was inserted into the same insertion site as the second. Please see associated MDR#: 3010532612-2025-00542.